Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, the root cause of the revision is due to the pt¿s multiple dislocations. The patient¿s multiple dislocations can likely be attributed to her multiple falls, as her pre-revision x-rays indicated that the prosthesis was well positioned with no evidence of loosening. The intraoperative finding of ¿dead tissue¿ during the revision is likely a result of the ongoing psoas abscess and infection. The root cause of the infection and abscess cannot be concluded. The patient impact beyond the revision and post-operative healing/pain cannot be determined. It was reported that the patient was doing well at last office visit. No further clinical assessment is warranted at this time.without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported a stem wedge broke while trying to get a stem out. The extraction of the stem took 2 hours to get it done.